Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/abdominal pain, when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dental caries ("tooth decay"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety"), depression ("depression"), arthralgia ("right-sided hip pain/joint pain"), myalgia ("muscle pain"), migraine ("migraine headaches"), dysgeusia ("metallic taste in her mouth"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal distension and swelling"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and dysmenorrhoea ("severe pain during menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (removal of four of her teeth in (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, weight fluctuation, anxiety, depression, arthralgia, myalgia, migraine, dysgeusia, dental caries, dyspareunia, abdominal distension, menorrhagia, back pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, myalgia and weight fluctuation to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/abdominal pain, when not menstruating") in a 31-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no, confirmation test.". The patient's family history included hypertension (mother) and diabetes mellitus (grand parents). Concomitant products included ciprofloxacin (cipro), fluoxetine and meloxicam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraine headaches / migraines"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)"), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced dental caries ("tooth decay"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), anxiety ("anxiety / anxiety"), depression ("depression / depression"), arthralgia ("right-sided hip pain/joint pain"), myalgia ("muscle pain"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("abdominal distension and swelling"), back pain ("severe back pain"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with citalopram, hydroxyzine hydrochloride (hydroxizine), panadeine co (tylenol #3), codeine, ibuprofen, surgery (total hysterectomy and bilateral salpingectomy) and surgery (removal of four of her teeth in (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, weight fluctuation, anxiety, depression, arthralgia, myalgia, migraine, dysgeusia, dental caries, dyspareunia, abdominal distension, menorrhagia, back pain, dysmenorrhoea, vaginal haemorrhage, headache, tooth disorder, allergy to metals, pelvic pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, tooth disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. Mr- both side 2-3 visible coils. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia,abdominal pain,depression, anxiety,pelvic pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of product technical complaints.( FDA codes update) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/abdominal pain, when not menstruating") in a 31-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no, confirmation test.". The patient's family history included hypertension (mother) and diabetes mellitus (grand parents). Concomitant products included ciprofloxacin (cipro), fluoxetine and meloxicam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraine headaches / migraines"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)"), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In november 2014, the patient experienced dental caries ("tooth decay"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), anxiety ("anxiety / anxiety"), depression ("depression / depression"), arthralgia ("right-sided hip pain/joint pain"), myalgia ("muscle pain"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("abdominal distension and swelling"), back pain ("severe back pain"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with citalopram, hydroxyzine hydrochloride (hydroxizine), panadeine co (tylenol #3), codeine, ibuprofen, surgery (total hysterectomy and bilateral salpingectomy) and surgery (removal of four of her teeth in november of 2014). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, weight fluctuation, anxiety, depression, arthralgia, myalgia, migraine, dysgeusia, dental caries, dyspareunia, abdominal distension, menorrhagia, back pain, dysmenorrhoea, vaginal haemorrhage, headache, tooth disorder, allergy to metals, pelvic pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, tooth disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. Mr- both side 2-3 visible coils . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia,abdominal pain,depression, anxiety,pelvic pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/abdominal pain, when not menstruating') in a 31-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no, confirmation test.". The patient's medical history included depression and anxiety. Concurrent conditions included overweight. Family history included hypertension (mother) and diabetes mellitus (grand parents). Concomitant products included ciprofloxacin (cipro), fluoxetine and meloxicam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraine headaches / migraines"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)"), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"), 18 days after insertion of essure. On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In september 2013, the patient experienced allergy to metals ("nickel allergy"). In november 2014, the patient experienced dental caries ("tooth decay/dental problem"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), anxiety ("psychological or psychiatric problem: anxiety / anxiety"), depression ("psychological or psychiatric problem: depression / depression"), arthralgia ("right-sided hip pain/joint pain"), myalgia ("muscle pain"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("abdominal distension and swelling"), back pain ("severe back pain") and abdominal pain ("abdominal pain"). The patient was treated with citalopram, codeine, codeine phosphate;paracetamol (tylenol with codeine no.3), hydroxyzine hydrochloride (hydroxizine), ibuprofen and surgery (removal of four of her teeth in november of 2014 and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, weight fluctuation, arthralgia, myalgia, migraine, dysgeusia, dyspareunia, abdominal distension, menorrhagia, back pain, dysmenorrhoea, vaginal haemorrhage, headache, pelvic pain, weight increased and abdominal pain outcome was unknown and the anxiety, depression, dental caries and allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. Mr- both side 2-3 visible coils current weight 216.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia,abdominal pain,depression, anxiety,pelvic pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received- outcome of events-"tooth decay/dental problem, nickel allergy anxiety and depression" updated to "not recovered / not resolved" incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/abdominal pain, when not menstruating") in a 31-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no, confirmation test.". The patient's family history included hypertension (mother) and diabetes mellitus (grand parents). Concomitant products included ciprofloxacin (cipro), fluoxetine and meloxicam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 14 days before insertion of essure, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraine headaches / migraines"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)"), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In november 2014, the patient experienced dental caries ("tooth decay"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), anxiety ("anxiety / anxiety"), depression ("depression / depression"), arthralgia ("right-sided hip pain/joint pain"), myalgia ("muscle pain"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("abdominal distension and swelling"), back pain ("severe back pain"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with citalopram, hydroxyzine hydrochloride (hydroxizine), panadeine co (tylenol #3), codeine, ibuprofen, surgery (total hysterectomy and bilateral salpingectomy) and surgery (removal of four of her teeth in (B)(6) of 2014). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, weight fluctuation, anxiety, depression, arthralgia, myalgia, migraine, dysgeusia, dental caries, dyspareunia, abdominal distension, menorrhagia, back pain, dysmenorrhoea, vaginal haemorrhage, headache, tooth disorder, allergy to metals, pelvic pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, tooth disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. Mr- both side 2-3 visible coils. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming menorrhagia,abdominal pain,depression, anxiety,pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events "abnormal bleeding (vaginal), headaches, dental problems, nickel allergy,pain, weight gain ,abdominal pain, no, confirmation test.", lot number, reporter, concomitant condition added from pfs. Family history added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.